Manufacturer narrative:
An event regarding crack/fracture involving a restoration modular body and a restoration modular stem as reported. The event was confirmed. Method & results: the device was not returned for evaluation. A review of the provided information by a clinical consultant indicated that: the views of the left hip all demonstrate the previously noted comminuted lesser trochanteric fracture. X-rays dated (B)(6) 2009 are multiple views of both hips. The right hip is unchanged and the left has nonunion of the greater and lesser trochanteric fracture. X-rays dated (B)(6) 2009, (B)(6) 2010, (B)(6) 2010, (B)(6) 2011, (B)(6) 2011 and (B)(6) 2013 are multiple views of both hips with essentially no change on the right. The left hip is essentially unchanged except for persistent displacement and non-union of the left greater trochanteric fracture with no bony support for the proximal femoral stem body. On (B)(6) 2013 increased pain was noted and an x-ray demonstrated a fractured stem. X-rays date (B)(6) 2013 and (B)(6) 2013 are multiple views of a transverse fracture of the femoral stem of the left hip, approximately 3-centimeters distal to the modular junction with the body of the femoral component, and it is also at the junction of the well-fixed distal stem to the unsupported proximal stem with the proximal fragment now displayed into varus. On (B)(6) 2013 a revision of the left total hip arthroplasty with a femoral osteotomy and open reduction and internal fixation of the greater trochanter was performed for a diagnosis of failed left total hip arthroplasty with fractured femoral stem. There is no examination of the explanted components available. In this large active male patient, cyclic loading of the femoral stem at the junction of the fixed distal segment with the unsupported proximal segment resulted in fatigue fracture of the metallic stem, likely origination on the lateral tension surface. All devices in the reported lot were manufactured and accepted into final stock with no reported discrepancies. There have been no other similar event for the reported lot. Conclusions: a review by a clinical consultant indicated that in this large active male patient, cyclic loading of the femoral stem at the junction of the fixed distal segment with the unsupported proximal segment resulted in fatigue fracture of the metallic stem, likely origination on the lateral tension surface. Further information such as return of device is needed to investigate this event further. If additional information or device becomes available, this investigation will be reopened. Not returned.

Event description:
It was reported by the attorney for the patient as a result of a legal claim that allegedly the patient underwent primary surgery on the left hip on (B)(6) 2009 that required explant surgery to remove the fractured femoral stem on (B)(6) 2013. It is alleged the patient sustained injuries as a result the implanted devices. Update: it was reported that on (B)(6) 2013 patient was aware of something uncomfortable in their hip. X-ray taken (B)(6) 2013, stem looked normal. Patient came in to be seen (B)(6) 2013 after having more pain, new x-ray showed that the stem had fractured approximately 3cm below the coned body.